Manufacturer narrative:
The referenced device was not returned to service center for an evaluation. The cause of the reported complaint cannot be confirmed. As a preventive measure against breakage, the device instructions manual cautions, "if you use the instrument several times during one procedure, confirm that there is no irregularity with its operation and appearance, each time you use it. Do not use the instrument if you detect any abnormality and never use excessive force to open or close the cups. This could damage the instrument. The instructions manual also has directions for pre-procedure inspection of the device, including tactile inspection of the insertion portion, and verification of device operation. The instructions manual warns that during the procedure, do not insert the instrument into the endoscope while the cups are open, do not force the instrument if resistance to insertion is encountered. Reduce the endoscope's angulation (or lower the forceps elevator if applicable) until the instrument passes smoothly and do not withdraw the instrument from the endoscope while the cups are open. To avoid procedure interruption, the instructions manual also recommends, always have a spare instrument available."

Event description:
The service center was informed that while using the device, the teeth on the jaws were not sharp and were tearing the mucosa instead of cutting it. There was no patient injury reported.